Manufacturer narrative:
Approximate age of device - 4 years, 9 months. No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(6) 2013. It was reported that the patient had an elevated lactate dehydrogenase (ldh) 655 u/l (upward trend from 478 u/l) on (B)(6) 2018 when admitted to the hospital for renal failure. An inr at time of event was 11. Doppler blood pressures 40s-60s mmhg. The manufacturer¿s technical services representative reviewed the submitted log file and observed no issues within the file. Additional information was requested but was not provided.

Manufacturer narrative:
Evaluations conclusion: the pump remains in use supporting the patient and was not available for evaluation. A correlation between the device and the report of hemolysis and suspected thrombus could not be conclusively determined. Thrombus and hemolysis are listed in the instructions for use as a potential adverse event that may be associated with the use of the heartmate ii left ventricular assist system. A review of the device history records revealed that the device met applicable specifications. No further information was provided. The manufacturer is closing the file on this event.